Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged and the event happened after the pocket closure. The physician intervene the event by successfully repositioning the lead. No allegations were reported against the device. This lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.